Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery . Customer's blood glucose level was 162 mg/dl. It was indicated that the customer was able to load a cartridge successfully, and had backup manual insulin injections available.